Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no evidence of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. (B)(4).

Event description:
A report was received on 17 sep 2021 from the home therapy nurse (htn) of a (B)(6) male with a medical history including end stage renal disease, who stated the patient coded during an in-center hemodialysis treatment on 16 sep 2021. Additional information was received on 21 sep 2021 and 05 oct 2021 from the htn who stated the patient coded approximately 15-30 seconds into treatment. The patient began to feel a tightening in his chest, was placed in the trendelenburg position and a 300cc saline bolus was administered. Rapid response was called and patient was given high flow oxygen. The patient became nonresponsive without a pulse, cardiopulmonary resuscitation (CPR) was started and an automated external defibrillator was placed. After one round of CPR the patient became responsive, and oxygen was reapplied. Emergency medical services arrived, and the patient was transported to the hospital and admitted (B)(6) 2021. Per the htn, the patient was discharged from hospital on (B)(6) 2021 and resumed in-center treatment with the nxstage system on (B)(6) 2021. Although requested additional information regarding the hospitalization was not provided.